Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a frozen display and history pointers failed error alarm. The customer¿s blood glucose level was 88 mg/dl. The customer was also reported that the frozen display recurred and insulin pump screen turned off. The customer was unable to clear the alarm and the insulin pump was not working. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer was advised the insulin pump need to be replaced. Insulin pump will not be returned for analysis.